Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.the no delivery alarm functioning properly. The insulin pump was programmed with multiple basal rates and all registered properly in the daily total history noted. The insulin pump passed the self test. No unexpected dark screen noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 459mg/dl. The customer's current level is 300mg/dl. The customer states they have been treating with manual injections. Troubleshoot was conducted, and air bubbles were noted in the o-rings. The customer was advised that the device would be replaced and returned for analysis.